Event description:
Adverse event(s): "burn" (burning sensation); "red eyes" (red eye(s)); "pain" (pain); "central keratitis and chemical keratitis" (keratitis). Product problem(s): "none reported" (no info). A technician reported, a pt experienced a chemical burn in both eyes following the use of the product. She stated, the pt inserted her lenses in her eyes and she proceeded to take her acuity. She reported the pt immediately began to cry and her eyes turned red. She noted, the pt removed her lenses and cleaned them again with the solution and she had the same reaction. On 06/07/2010, additional info was received from the optometrist. He stated, he examined the pt prior to the consumer putting on her lenses and her cornea was clear. He reported following the consumer's reaction he examined her cornea and she had central keratitis that he diagnosed as chemical keratitis. He noted, the consumer did not have a chemical burn, but a strong burning sensation. The optometrist reported the consumer's symptoms have resolved.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 173063f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 173063f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested by phone on 05/26/2010, 06/07/2010, and 06/08/2010. Medical records were received on 06/07/2010. (B)(4)